Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had a lead fracture. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a replacement procedure. The physician suspect device malfunction. The patient was doing well postoperatively. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Correction to the initial MDR.

Event description:
A report was received that the patient had a lead fracture. The patient will undergo a lead replacement procedure.